Event description:
The autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR." It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer's complaint of "the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message upon powering on" could not be verified because the autopulse platform failed power on self-test (post), and the archive could not be downloaded during the functional testing at zoll. However, based on the investigation, the root cause of the customer's reported complaints was determined to be a failed processor board, likely attributed to failed component(s). Archive data review could not be performed because the data could not be downloaded, most likely due to the processor board failure. During functional testing, the autopulse platform failed to boot, preventing archive data recovery and the platform was making a clicking noise while the lcd was completely blank. The investigation identified a defective processor board as the root cause of the complaint and the issues observed during testing. The processor board needs to be replaced to resolve the complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).